Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned device revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Further evaluation revealed the pusher assembly was bent in multiple locations throughout its length. This damage was likely incidental and may have occurred during packaging for return. The lantern mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the bi-lateral gonadal veins using ruby coils. During the procedure, while the physician was attempting to advance a ruby coil into another manufacturer's microcatheter, the ruby coil would not advance out of its introducer sheath and was removed. The physician then switched out the microcatheter for a lantern delivery microcatheter (lantern) and attempted to advance the same ruby coil through it. However, the ruby coil still would not advance out of its introducer sheath and into the lantern. Therefore, the ruby coil was removed and the procedure continued using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.